Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure, the lead could not be fixed after multiple attempts were made. Another lead was used. The patient was stable during and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.3 cm. Analysis was normal. No anomalies were found.